Event description:
Varied positive results for troponin I (tni) were obtained on an advia centaur instrument. The customer ran four patient samples for tni. The first resulted high, was repeated and again a positive result was obtained but it's value was lower. The other three samples gave "signal error 1" instead of a result. The customer reran the samples on an alternate instrument. Only the results from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tni result and "signal error 1" was disconnected tubing at the aspirate tubing junction block. The fse replaced the pinch valve and tubing. The instrument is performing within specifications. Further evaluation of the device is not required.